Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent dislodgment occurred. The lesion was accessed through the right groin and an unspecified 6fr guide catheter was used. The 80% stenosed target lesion was located in the severely tight right coronary artery (rca). The lesion length was 16-18mm and the reference vessel diameter was 2.5mm or less. A taxus liberte atom 2.25x20mm stent was advanced for the first time with no pre-dilatation and would not cross the lesion. The stent delivery system (sds) was removed and an unspecified apex balloon was used to o pre-dilate the lesion. After this, the sds was re-advanced but again unable to cross the lesion. Upon withdrawing the sds, it wasn't co-axial/aligned correctly with the guide catheter and was scraping against the guide upon removal. The stent dislodged from the delivery balloon in the rca. The stent was retrieved from the patient with a snare. The procedure was completed with another of same device. No patient complications were reported and the patient status was reported as "ok".

Manufacturer narrative:
(B) (4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).